Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that last night when they stood up their jeans got caught on the ins and the ins flipped up and then down. Patient said system is working however they mentioned this incident to the MRI tech and were told that they wouldn't perform the MRI until they consult with the manufacturer. The healthcare professional (hcp) then came on the line and said they were present with patient at MRI facility. They stated patient reported last night that the ipg caught on their jeans, flipped over, then back. Caller confirmed they were able to activate MRI mode with confirmation that patient had full-body eligibility. Caller said patient denied feeling any unexpected stim, but that they could feel the lead wire more since the incident. Caller said they didn't feel comfortable scanning the patient if the integrity of the lead was unknown. Agent suggested patient follow up with managing hcp for device evaluation. Caller said they were hoping to get the scan done soon. Agent reviewed option to page local rep and caller was agreeable to this. Agent transferred caller appropriately.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va33h0q, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-16 additional information was received from the patient stating that they had not yet contacted their doctor about the issue. The patient reported that the ins was very loose under their skin and they were being very mindful to not catch it on clothes or chair backs.